Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the stimulation was causing the trouble that the patient was having. The patient experienced a gradual onset of tingling under his chin and on the left side of his head starting two weeks ago. Stimulation was turned off but the patient still experienced the tingling sensation. The stimulation was then turned back on and the patient felt a rush of the tingling sensation. When inquired if there was any trauma or falls that could be related to the issue, it was stated that the patient falls a lot but no dates could be provided. The patient was redirected to the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.